Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported that the console displayed a system message during the procedure. The surgeon had to inject the silicone oil manually. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replaced the transducer plate. The system was retested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).